Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on may 09, 2019 with blood glucose over 600 mg/dl. The customer¿s other relevant blood glucose level was 800 mg/dl to 400 mg/dl, 380 mg/dl, 500 mg/dl, 150 mg/dl, 360 mg/dl, 292 mg/dl and 192 mg/dl. The customer experienced symptoms such as dehydrated, vomiting. The customer was treated with insulin pump and intravenous drip for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports insulin exited at the quick release. Based on customer report customer does not allege insulin pump was under delivering. Customer also stated that auto mode feature was not active during adjusting insulin at time of high blood glucose event. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.